Event description:
The customer called and reported that the reservoir was not screwing into the pump properly and when he performed a manual prime, all of the insulin was pushed out twice. Customer stated that when he changed the reservoir, it worked again. The customer further stated that the insulin pump rewound and when he went to fill the tubing, the screw never connected and pushed all the insulin out and while filling the tubing, insulin kept squirting out and would not stop. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.